Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the alarm. Customer¿s blood glucose was 800 mg/dl with diabetic ketoacidosis. Customer went to the emergency room (ER) and was treated with intravenous glucose. Customer was hospitalized and discharged the following day with a blood glucose level of 170 mg/dl and no permanent damage. Customer reverted to manual injections for insulin therapy.